Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 445 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia as well as nausea, back pain and vomiting. Once at the hospital the patient had lab work performed every 4 hours. The patient wastreated with intravenous fluids and an insulin drip. The patient was transferred to the intensive care unit for 1 night before being transferred back to the general hospital ward. The patient was discharged from the hospital after 2 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.